Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. The #9 electrode was not in use. The outcome was stated to be resolved without sequelae on 2018-(B)(6); however, the issue was reported to be unresolved at the time of the initial report on 2018-(B)(6), so the outcome is not clear. No actions had been taken. The etiology was described as related to device/therapy and not related to procedure with an other etiology described as "incisional site/device tract: electrode contact".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that cause of high impendances was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Type of event updated to reflect the unexpected surgical intervention. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the ins was explanted and replaced on (B)(6) 2018.

Event description:
Additional information noted the event was resolved without sequelae on the date of replacement; however, multiple sources reported the impedances were the same pre- and post-operatively, so the event is believed to still be ongoing.

Manufacturer narrative:
The previous supplemental report noted that this event had increased in severity, but additional review determined the surgical intervention referenced in that report referred to the replacement procedure which was scheduled prior to the finding of high impedances. Therefore, the event did not result in serious injury. Concomitant medical products: product ID: 37601: lot# serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID 3389s-40, lot# v484000, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v484000, implanted: (B)(6) 2011-02-08 product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. High impedances on electrode 9 were reported. No patient or external factors that may have led or contributed to the issue were reported. Impedances were checked with a clinician programmer. The patient had an ins replacement for a normal use end of battery life. Impedances were checked pre-op and were found to be out of ranges c&8 were 40k ohms and 8&9 were over 40k ohms. Post replacement the impedances were checked again and found to be the same. The issue was not resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event